Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was returned, analyzed and analysis found that the programmer will not load software and the pc board is out of spec. It was also noted that the keyboard hinges are broken.

Event description:
It was reported that the printer won't print and the tray needs to be fixed. The programmer was returned for analysis. No patient involvement or complications were reported as a result of this event.